Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the customer through the reset process. Following the reset, the cgm error did not reappear, and the customer was able to successfully start their sensor session.